Manufacturer narrative:
The device was returned for analysis. The reported leak / splash was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Therefore, an investigation was initiated in response to an increase in the copilot complaint rate for reported leak / splash events. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the copilot was leaking during the procedure. The copilot was used throughout the procedure with no replacement used. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.